Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received indicated that during the procedure after performing a venography, a dissection in the branch was observed preventing the left ventricular from advancing further.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the left ventricular lead had been and out of the body 2 times the physician could not advance the guidewire all the way past the tip of the lv lead. The guidewire was getting stuck and could not pass. The lv lead was replaced. Patient¿s condition was stable.